Event description:
Screw driver broke during surgery. Product tip was removed but screw could not be since product was broken. Revision surgery will be expected but no date at this time. Surgery was delayed approximately 30 minutes due to product problem.